Manufacturer narrative:
Additional event description: report of edwards aortic bioprosthetic valve failure approximately 13 years after implant; patient is being assessed for implant of an edwards aortic bioprosthetic valve with no date for intervention given yet. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards was informed of an edwards aortic bioprosthetic valve being diagnosed as failing after approximately 12 years from implant. Patient is being assessed for inclusion in clinical trial in order to receive implant of an edwards transcatheter aortic bioprosthetic valve within the subject valve. No plan for intervention yet.

Manufacturer narrative:
It was reported that the patient underwent successful tavr for aortic regurgitation and stenosis. Patient is reported as stable. The device history record review was completed and this device passed all manufacturing and sterilization inspections. There is no change in the original conclusion of this event. No further actions are possible with the available information.